Event description:
The patient¿s mother reported the patient's blood glucose level reached 324 mg/dl (18mmol/l) while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site on the leg. The patient¿s mother also mentioned they noticed leaking from the pod and could smell insulin. As treatment, a new pod was placed.

Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria.